Event description:
This pt experienced a sudden decrease in blood pressure and heart rate. The pt was hand bagged and his blood pressure, heart rate, and oxygen saturations increased. The pt was returned to the ventilator and again experienced a decrease in vital signs. The pt was quickly removed from the ventilator and bagged. Respiratory therapy responded and found ventilator not firing. A new ventilator was obtained and connected to the pt who responded appropriately. A 12 lead EKG was performed which showed no changes from the previous 12 lead EKG.